Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's spouse reported via phone call that the customer has experienced high blood glucose close to 600 mg/dl. It was stated that the customer had 3 incidents. The first infusion set was bent, the second one was fine and the last set had a kink. Customer had high blood glucose the day of the call of 590 mg/dl. She treated with the insulin pump but it was not coming down so she had reverted to manual injections. Current blood glucose was 580 mg/dl. The drive support cap is recessed. They declined to check for air bubbles or insulin leaks. Insulin was not expired. Settings and bolus history was correct and the insulin pump passed the high pressure test. The cannula was kinked at the end. It was advised to change the entire infusion set and reservoir.